Event description:
The tip of the osteotome fractured and separated from the instrument intraoperative. The surgeons finger was cut during the course of the event.

Manufacturer narrative:
An evaluation of the returned instrument indicated the device was manufactured in accordance with (B)(4). This was the most current engineering release at the time. Further investigation per (B)(4) identified three separate root causes. The drawing for (B)(4), straight osteotome, (B)(4) lists a specific supplier to manufacture the instrument. A supplier other than the one listed was used. Parts received from the alternative source were not rejected during qc inspection during the time period from (B)(4) 2009 to (B)(4) 2010. (B)(4) did not contain adequate details of the cutting tip to ensure manufacturability by separate suppliers. (B)(4) had been initiated to improve their process to eliminate the possibility a repeated occurrence. An hhe (health hazard evaluation) conducted on (B)(4) 2010 concluded that the probability of this type of occurrence is remote. The patient suffered no ill effect as a result of this irregularity.

Manufacturer narrative:
The suspect device has not been returned for an eval. A follow-up report will be submitted upon the receipt of additional info. The osteotome instrument part number 64623 is currently under investigation. (B)(4). The pt's blood was tested, and the results were negative for (B)(6).